Manufacturer narrative:
One smiths medical cadd legacy plus pump was returned for analysis with some chips noted on the pump's housing. Event log history was performed and indicated that "service due" was recorded in history. During analysis, the customer's reported problem regarding "error code" was able to be duplicated. Upon power up of the pump the pump alarmed for service due & error code. Clock record indicated clock days were past specification. Service will replace the clock battery as service maintenance. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump exhibited an error code. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.